Event description:
It was reported that patient experienced a syncope episode during ventricular fibrillation. Upon device review on the emergency room, undersensing was observed during the vf episode, which caused therapy to be delayed. The patient still received an appropriate shock which broke the ventricular fibrillation. The patient was on a ventilator due to the lack of oxygen during the syncope. No programming changes were made. Patient is in stable condition and remains using the ventilator.